Manufacturer narrative:
(B)(4). B3 - event date: october 2025. D10 - associated medical devices: unknown taper sleeve; item# unknown; lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty. Subsequently, the patient underwent a revision surgery due to unknown reasons. However, during the revision surgery, the ceramic femoral head fractured while the surgeon was attempting to remove the taper sleeve from the ceramic head by tapping it with a mallet. Due diligence is in progress for this complaint; to date no additional information or product has been received.